Manufacturer narrative:
B3: event date unknown. D4: UDI number unavailable. G4: 510k number unavailable. One device was returned for evaluation. Visual inspection no physical damage. Review of the event history log could not confirm the reported error. Functional testing could not replicate the reported issue; however, lec 1310 was displayed during the self-check. The exact root cause was undetermined but was possibly due to the user not using it with the battery inserted for a long period of time. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited an unknown error. It is unknown if there was patient involvement, no adverse patient effects were reported.